Event description:
It was reported patient underwent an initial hip arthroplasty implanting competitor product on an unknown date. Subsequently, patient was revised to a biomet product on (B)(6) 2012. During the procedure, the tip of the screwdriver fractured inside the locking mechanism. As a result, the surgeon had to remove the entire construct to remove the loose section of the hex driver. The procedure was completed with a 3.5mm screwdriver from an acetabular set.

Manufacturer narrative:
The product identification necessary to complete the following sections was received: dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following could not be completed with the limited information provided. Lot number/expiration date - unknown. Manufacture date - unknown.